Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection verified the reported condition. Leak testing, clear passage test, clamp function test and integrity of seal surface testing performed with issues noted. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue part of a transfer set was found cracked when the twist clamp was closed during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.